Event description:
It was reported that the patient developed an infection (unspecified) and was being treated with antibiotics. The physician was considering removing the cardiac resynchronization therapy defibrillator (crt-d) system (non-boston scientific leads). No additional adverse patient effects were reported. Additional information received indicated that as of may 29, 2024, the patient was still being monitored for infection and the device system remained implanted.

Event description:
It was reported that the patient developed an infection (unspecified) and was being treated with antibiotics. The physician was considering removing the cardiac resynchronization therapy defibrillator (crt-d) system (non-boston scientific leads). No additional adverse patient effects were reported.